Manufacturer narrative:
This report is submitted on january 07, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection at implant site (date not reported). Clinical management is ongoing.